Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 12 atmospheres, the balloon ruptured. The procedure was completed without any patient complications reported.